Event description:
It was hard to advance t2 with the trigger. When the needle was inserted and applied t2, t2 did not come off, the needle and did not deploy. The suture was cut free so that t2 was removed. T1 was left in the knee behind the meniscus capsule. A back-up was available to complete the meniscal repair. No patient injuries resulted.

Manufacturer narrative:
No product is being returned for evaluation.